Event description:
It was reported that patients lead had a fractured due to a car accident. It was mention also that multiple contacts were out and patients lead had migrated also. It was mention that patient experience inadequate stimulation. Additional information received that patient underwent an explant procedure where all devices were removed and will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately september of 2023 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5096845. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5060627/5033173.

Event description:
It was reported that patients lead had a fractured due to a car accident. It was mention also that multiple contacts were out and patients lead had migrated also. It was mention that patient experience inadequate stimulation.